Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded 24 episodes: 14 ventricular episodes and 10 atrial tachy response (atr) episodes. A total of one burst of anti-tachycardia pacing (atp) and five shocks were delivered due to what appeared to be atrial arrhythmia with rapid ventricular response (rvr), which accelerated the ventricular arrhythmia episode. Therapy did not convert the rhythm. This ICD remains in service. No additional adverse patient effects were reported.